Event description:
A customer contacted beckman coulter inc. (Bci) to report lower than expected beta human chorionic gonadotropin (bhcg) results for five patients' samples generated by unicel dxi 600 synchron chemistry analyzer. The results were not reported out of the laboratory. The sample was repeated and higher results in a different gestational category were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The bhcg samples were collected in serum tubes with a gel separator and centrifuged for ten minutes at 3000 rpm. The samples were stored frozen and run in batch mode twice a week. Per customer, qc charts, all three levels of bhcg qc were within the customer's established ranges for the past 30 days. The customer stated to customer technical support (cts) the qc was within range in the morning of the event and afterwards as they repeated the qc once the erroneous results were discovered. The customer repeated two patient samples from the week before and the results replicated within assay precision specifications. A bci field service engineer (fse) performed afp precision tests on both reagent pipettors; all testing passed within instrument specifications. Performed a high sensitivity system check which passed within instrument specifications. Verified system alignments and ultrasonics, no issues were noted. A definitive root cause has not been determined to date for this event.